Manufacturer narrative:
The returned valve did not meet the requirements for patency. Proteinaceous debris was noted within the interior and exterior of the valve. Debris was also observed around the ruby ball. The device also did not meet the requirements for leak testing as two tears were noted in the top of the reservoir dome. It is unknown how or when this damage occurred. The device did not meet the requirements for reflux, pressure-flow, and preimplantation testing as the valve was not adjustable. The valve was returned at pl= 2.5. The instructions for use that accompany the device indicate that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. Debris within the valve may prevent movement of the valve mechanism resulting in a non-adjustable valve. Approximately 74 cm of the peritoneal catheter was returned. The distal end of the peritoneal catheter was observed to be jagged. Approximately 51.5 cm of the lumbar catheter was returned. Both catheters met the requirements for patency and leak testing. A review of the manufacturing records showed no anomalies and specifically for the lumbar catheter, that the catheter was barium imp regnated and therefore radiopaque. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that during surgery on (B)(6) 2015, the lumbar catheter was not visible on cr radiography. Acc ording to the report, there was no injury to the patient.